Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parents reported that the user doesn't show consistent response to sounds with the device. Reportedly, the clarity of sound is affected.

Event description:
The parents reported that the user doesn't show consistent response to sounds with the device. Reportedly, the clarity of sound is affected. No further information has been received.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by device minute mobility is very likely. However to determine an exact root cause device investigation would be necessary. No information on further possible steps have been received.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The parents reported that the user doesn't show consistent response to sounds with the device. Reportedly, there has been a gradual decrease in clarity of sound. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information from the field, a damage to the active electrode caused by device minute mobility is very likely. However to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The parents reported that the user doesn't show consistent response to sounds with the device. Reportedly, there has been a gradual decrease in clarity of sound. The user has been re-implanted.